Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the reporter. Updated fields: b5, d8, d10, h3. Corrected fields: b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding, communication error and pixel defects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that a cable failure caused a communication failure, resulting in the images not being displayed. It was likely that a watertight defect occurred due to connector cracks. The probable cause of the issues was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The issue was identified during pre-use inspection for an unspecified therapeutic procedure. The issue occurred when the subject device was connected to the video system centers. There was no malfunction of the video system centers. The intended procedure was completed with a similar device with no surgical delay.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.